Manufacturer narrative:
A partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can distal to the connector boot breached the re and rv cable lumen with the etfe cable coating intact. The inner coil lumen was breached and the ptfe liner was abraded at this location. Exposure of the inner coil conductor in this location likely contributed to the reported field event. Other damages found were consistent with those occurring at the time of explant.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and episodes of noise were noted. The lead was explanted and replaced. During the replacement procedure, insulation damage was discovered. The patient was stable with no consequences.